Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed a leak from tubing on port #2 on the blood sampling valve (bsv) which became disconnected; the tubing was refitted and the leak was resolved. (B)(4).

Event description:
The customer reported a leak of 50 ml of blue fluid leaking from the lh780 instrument; the leak was not contained. The samples being run at the time recovered high red blood cell (rbc) results and vote outs. There were no erroneous results reported out of the laboratory and there was no change to patient treatment. All the samples were rerun on another instrument (lh750) and rerun results were considered correct.